Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port co2 inflation connector fell off.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device showed signs of clinical usage and evidence of blood. The insufflation tube was observed to be detached from the btt device. The vv7 cannula was returned as well, with signs of clinical use and evidence of blood. There were no defects observed on the cannula. There was blood on both the btt device and the insufflation tube. A visual inspection was conducted on the btt device. There were no tears or holes detected in the btt bubble. Based on the condition of the device as returned and the results of the investigation the reported failure "break" is confirmed. The DHR for the btt sub assembly device was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port co2 inflation connector fell off.